Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment pro to the upper and lower abdomen and may have developed paradoxical adipose hyperplasia. On (B)(6) 2022, it was noticed that the area was larger than the surrounding areas.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00325-00.

Event description:
Patient had treatment to upper and lower abdomen. On 1/19/22 noticed the area is larger than the surrounding areas.

Manufacturer narrative:
Corrected data: d1, d4, d8, g1 and h6.